Manufacturer narrative:
.

Event description:
It was reported by the customer that the insertion was very smooth and the spring wire guide (swg) was inserted without event. During removal, the swg was initially without any problems, but then the swg became "stuck" and broke inside of the catheter. A portion of the swg remained inside of the patient. As a result, it was necessary to perform medical intervention to remove the swg.